Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right ventricular (rv) lead was found to have sensed noise episodes. Programming changes were made to resolve the issue. The patient was in stable condition.